Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2023 where the ipg was relocated to a comparable position to address the issue. Therapy was restored post-operative.